Manufacturer narrative:
It was reported that the patient race is hispanic. The complainant was unable to report the device suspected upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
Note: this report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, introducer needles and 8/10 dilator sheath were used during a percutaneous nephrolithotomy (pcnl) procedure performed in (B)(6) 2018. The patient experienced surgical site infection and required IV antibiotics.